Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device changeout procedure, when a field representative was performing a threshold test, the new cardiac resynchronization therapy defibrillator (crt-d) exhibited loss of capture (loc) that resulted to greater than two seconds of asystole. This patient was pacer-dependent. They then started transcutaneous pacing. Also, the device resumed pacing at the same time that transcutaneous pacing was initiated. It was found out that it was a misunderstanding and thought the test was stopped. This device remains in service. No adverse patient effects were reported.